Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-aug-2023. H.6. Investigation summary: a complaint of a set leaking due to damage was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer collar had separated from the rest of the component. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The manufacturing plant was notified of this defect. After review, it was determined that this defect was due to supplier or use issue. The supplier of this component was notified of this defect. Due to the supplier batch being unknown and the damage being found during use, the supplier could not investigate further. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that bd alaris¿ pump module smartsite infusion set was broken at the end where it connects to the needleless access valve. The following information was provided by the initial reporter: patient was receiving IV fluids through the alaris pump. Rn began to administer tylenol IV via secondary tubing. The patient called the rn back a few minutes later telling her the medicine was leaking. Rn performed itrace and discovered that the IV tubing was broken at the end where it connects to the needleless access valve. Rn stopped infusion and replaced tubing and primary IV fluid bag. Tubing has been saved for further investigation.

Event description:
It was reported that bd alaris¿ pump module smartsite infusion set was broken at the end where it connects to the needleless access valve. The following information was provided by the initial reporter: patient was receiving IV fluids through the alaris pump. Rn began to administer tylenol IV via secondary tubing. The patient called the rn back a few minutes later telling her the medicine was leaking. Rn performed itrace and discovered that the IV tubing was broken at the end where it connects to the needleless access valve. Rn stopped infusion and replaced tubing and primary IV fluid bag. Tubing has been saved for further investigation.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.